Event description:
It was reported that the customer passed away on (B)(6) 2025. Suspected cause of death was due to cardiac arrest. The customer experienced low blood glucose (bg) levels prior to death, with the lowest known value being 62 mg/dl. During the night from (B)(6) the pump alerted the customer of low glucose readings, and the customer consumed sugar to address bg prior to going back to sleep. The customer lost consciousness and suffered a cardiac arrest resulting in transportation to the resuscitation unit. Subsequently, the customer was transferred to the intensive care unit for three days before passing away. No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.